Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: a review of the black box showed a call service 162 ¿loss of prime" alarm with a low non-zero force. Investigation testing was unable to duplicate the call service 162 "loss of prime" allegation during basal duration testing. The force sensor calibration test confirmed the force sensor was within specifications. The battery compartment was cracked from the threads to the case seal along the grip pad.